Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: intrauterine cavity"), abdominal distension ("bloating") and urinary incontinence ("bladder or urinary problems or changes: incontinence") in a 38-year-old female patient who had essure (ess205) (batch no. 581710, 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) for adhd, bupropion hydrochloride (wellbutrin) and duloxetine for depression and anxiety, biotin for hair loss, levothyroxine sodium (synthroid) for hypothyroidism as well as ibuprofen, ibuprofen and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced mood altered ("hormonal changes describe: mood changes") and tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("sexual dysfunction/ apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: extremely dry skin"), urinary incontinence (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required) and ovarian cyst ("other injury(ies) or complication(s)-bilateral cystic ovaries"). The patient was treated with bladder mesh surgery, surgery (hysterectomy with bilateral salpingo-oopherectomy and hysterectomy with bilateral salpingo-oopherectomy, surgical retrieval of essure device) and removed 4 teeth, fitted for bi-focals. Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, abdominal distension, mood altered, menorrhagia, female sexual dysfunction, dry skin, urinary incontinence, migraine, headache, tooth disorder, dyspareunia, vision blurred, fatigue, weight increased, alopecia and ovarian cyst outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, pelvic pain and vaginal discharge had resolved. The reporter considered abdominal distension, alopecia, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Date of discrepancy noted in essure insertion date - (B)(6) 2007, (B)(6) 2007 and removal date - (B)(6) 2007, (B)(6) 2008. Surgical retrieval of essure device was done for migration of essure device location of device: intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: left side occluded, right side did not occlude; on (B)(6) 2007: results: total occlusion. Lot number: 581710 man date: 2007-03 exp date: 2009-02 . Lot number:624475 man date: 2007-05 exp date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloating") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (surgical removal of device). Essure (ess205) was removed in 2009. At the time of the report, the abdominal distension and sexual dysfunction outcome was unknown. The reporter considered abdominal distension and sexual dysfunction to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: intrauterine cavity"), abdominal distension ("bloating") and urinary incontinence ("bladder or urinary problems or changes: incontinence") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 581710, 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included obetrol (adderall) for adhd, bupropion (wellbutrin) and duloxetine for depression and anxiety, biotin for hair loss, levothyroxine sodium (synthroid) for hypothyroidism as well as ibuprofen, ibuprofen (advil) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced mood altered ("hormonal changes describe: mood changes") and tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("sexual dysfunction/ apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: extremely dry skin"), urinary incontinence (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required) and ovarian cyst ("other injury(ies) or complication(s)-bilateral cystic ovaries"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, surgical retrieval of essure device). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, abdominal distension, mood altered, menorrhagia, female sexual dysfunction, dry skin, urinary incontinence, migraine, headache, tooth disorder, dyspareunia, vision blurred, fatigue, weight increased, alopecia and ovarian cyst outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, pelvic pain and vaginal discharge had resolved. The reporter considered abdominal distension, alopecia, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Date of discrepancy noted in essure insertion date - (B)(6) 2007, (B)(6) 2007 and removal date - (B)(6) 2007, (B)(6) 2008. Surgical retrieval of essure device was done for migration of essure device location of device: intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: left side occluded, right side did not occlude; on (B)(6) 2007: total occlusion most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received. Events "mood changes; abnormal bleeding (vaginal, menorrhagia); extremely dry skin; bladder or urinary problems or changes: incontinence; migraines / headaches; migration of essure device location of device: intrauterine cavity; dental problems; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pelvic pain; vaginal discharge; vision/eye problems type: blurred vision; fatigue; weight gain; hair loss and other injury(ies) orcomplication(s)-bilateral cystic ovaries" were added. Apareunia-inability to have sexual intercourse(female sexual dysfunction) was clubbed to previous event sexual dysfunction. Reporter, patient and product information added concomitant drug and condition were added. Outcome of event " pain, dysmenorrhea, abnormal bleeding, vaginal discharge" were updated as recovered. Lot number added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.